Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never experienced any therapeutic effect. The pt believed that the device interfered with her pacemaker. Additional info has been requested, but was not available as of the date of this report.